Manufacturer narrative:
Investigation summary: bd received samples from the customer facility for investigation. The samples were tested & evaluated and the customer's indicated failure mode for leakage with the incident lot was not observed as all product specifications were met. A review of the device history record was completed for the incident lot and, based on this review, all product specifications and requirements for lot release were met; there were no related quality non-conformances during manufacturing of the product. Investigation conclusion: based on evaluation of the customer samples, the customer¿s indicated failure mode for leakage with the incident lot was not observed as all samples met the required specifications. Root cause description: based on the investigation, a root cause could not be determined. The product was found to be in conformance and meet release specifications. Rationale: complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. The bd business team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported that a bd vacutainer® multiple sample luer adapter had leakage. The following was reported, "it was reported the rubber is shifting off of the needle causing blood to come out of the needle. It has been brought to my attention that we¿ve had some difficulty with the bd vacutainer multiple sample luer adapter in the past week. It appears that the rubber is shifting off of the needle causing blood to come out of the needle. I know of 3 incidents of this happening and if you can imagine it causes quite the mess as there¿s nothing to keep the blood from coming out of the needle if the rubber is not covering it. I am aware of one lot number causing issues, 8284656, expiration 9/30/2021."

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that a bd vacutainer® multiple sample luer adapter had leakage. The following was reported, "it was reported the rubber is shifting off of the needle causing blood to come out of the needle. It has been brought to my attention that we¿ve had some difficulty with the bd vacutainer multiple sample luer adapter in the past week. It appears that the rubber is shifting off of the needle causing blood to come out of the needle. I know of 3 incidents of this happening and if you can imagine it causes quite the mess as there¿s nothing to keep the blood from coming out of the needle if the rubber is not covering it. I am aware of one lot number causing issues¿8284656, expiration 9/30/2021."